Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc) and a drop in sensing. The patient was seen for a revision procedure where fluoroscopy identified that the lead had dislodged and had dropped down to the right ventricle. The lead was explanted and is not expected to be returned for analysis. There were no additional adverse patient effects reported.